Event description:
Meter name: one touch basic enhanced. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: dizzy, headache, weak, nauseated. A pt reported they were unable to get a reading on the meter. Their meter allegedly would only prompt insert strip message. Also the test strip holder was missing. The result on their meter was unable to test. There was no comparison. Not treated. No further info has been reported.